Manufacturer narrative:
The insulin pump buttons responded properly. However, moisture damage was found at the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm on their insulin pump. The customer was advised their insulin pump needed to be replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.